Event description:
It was reported that the cs300 emits a permanent beep in the warehouse. There was no patient involvement; thus no adverse event was reported.

Event description:
It was reported that the cs300 emits a permanent beep in the warehouse. There was no patient involvement; thus no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was performed telephone verification with the customer. The helium bottle half full, correct fit, seal ok. The pump starts and shut down correctly. The system test looks good. The battery charge indicator on and it charged. Ultimately, safety switch input power cable switched off and pump disconnected from the mains (precautionary measure). The beep could be heard for a few minutes and then no more. Removal of the console and separation from the battery block is no longer recommended. The stm suggested that avoid the use of iabp although the beep is gone and the pump no longer shows any abnormalities after reconnecting it to the power supply / switching on the safety switch, the machine should be checked to be on the safe side. Unit was not in use and stored in the equipment room. A supplemental report will be submitted if subsequent information is provided.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed, and no non-conformances related to the reported event were noted.

Event description:
It was reported that the cs300 emits a permanent beep in the warehouse. There was no patient involvement, thus, no adverse event was reported.